Event description:
It was reported that the pump was not working. There was no adverse impact to the customer's blood glucose level. The customer was out of warranty and in the process of renewal, and they declined follow-up from technical support at the time, with no further information available regarding the outcome of the event.